Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with one arm broken. It was also noted that the device returned without the over sheath. Additionally, the broken section of the clip arm showed evidence of corrosion. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed, but the device failed to release from the catheter. Reportedly, following the deployment failure, it was observed that the control wire had fractured. The procedure was completed with another resolution clip device. There were no patient complication reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.